Event description:
Pt. Has synchromed intrathecal pump with morphine for pain control and requires refill every month. 6-18-97 pt. Reported he suspected a pump malfunction because the first 2 weeks after refill he had good pain relief and felt like "on a high" then the second 2 weeks after pump refill the pt. Has great pain. Rated 9 on 0-10 scale. Dr. Ordered pump to be refilled every week x 2-3 wks. With 6 ml of 10 mg/ml morphine (instead of previous conc. Of 25 mg/ml) to check the function of pump. Rn did first weekly pump refill 6-25-97. When pump scanned for refill it indicated a supposed vol. Of 12.7 cc should be left, but rn only withdrew 4 cc. Dr. Ordered pump refill to proceed and pt. To make appt. To have pump replaced next week.